Event description:
Information was received from a healthcare provider regarding a patient receiving lioresal 2000mcg/ml at 900mcg/day via an implantable device. The indication for use was intractable spasticity. The healthcare provider reported an alarm not heard confirmed by telemetry. The attention dialog box stating "pme alarms. Data invalid." The healthcare provider got this message twice and was unable to update. Per the reporter the update tab was grayed out. Troubleshooting resolved the reported event. The healthcare provider reported that the alarm intervals had been cleared up. The healthcare provider re-entered alarm intervals and was able to update the pump successfully. There were no reported patient symptoms. Additional information received reported the cause of the pump memory error when updating the patient's pump was not determined but suspected electromagnetic interference.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.